Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. According to the investigation, the reported "fails accuracy" problem was duplicated. During the investigation the pump test results of +6.54%, +5.34%, and +4.50% were all outside the internal spec of +/-3.0%. According to the investigation, the pump expulsor was not calibrated correctly. Investigation reported that the pump expulsor will be replaced and calibrated. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by +7.3%. No reported adverse effects.